Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "I received an email requesting I look over logs to determine if a specific bottle was used during a processing run... ...]while corresponding back and forth via email, I was informed that processing resulted in "mushy" tissue. They believe bottle 6 got filled with a lesser concentration alcohol than 100%. It occurred on a biopsy program started on saturday. The tech reported that the cassettes were floating and tissue was mushy. I requested the serial number but was told that she talked to the tech responsible for changing the reagent bottle and figured out what went wrong and said she doesn't think 'we need to pursue the issue any further'". On 09 march 2022, leica biosystems melbourne received the following information from the fas: "...they believe ethanol bottle #6 was filled with a lesser concentration of alcohol than 100%. This was confirmed by hydrometer reading. Concentration value in bottle = 80% but the software shows 98%." On 10 march 2022, the complainant provided the following further information to the fas: "...the issue was a tech error- bottle 6 needed to be changed, but the tech was working on a saturday and had not encountered this before so she pulled the bottle out and told the software it was changed. We did reprocess about 100 biopsies by running them through the clean cycle and then putting them on the reprocessing program. They were all diagnosable." On 10 march 2022, the fas further detailed the artefact exhibited by the affected patient tissue samples as "mushy tissue"; the affected patient tissue samples were derived from a "biopsy run" comprising 100 cassettes which started on (B)(6) 2022 at an unspecified time and completed on (B)(6) 2022 at an unspecified time; and the complainant was not willing to provide either the type(s) or size(s) of the affected patient tissue samples. On 10 march 2022, the assigned leica field applications specialist (fas) received information from the complainant that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.

Manufacturer narrative:
Evaluation of the operation and function of the instrument during execution of the "biopsy run" protocol comprising 100 cassettes, which started on (B)(6) 2022 and from which sub-optimal tissue processing of patient tissue samples was derived, could not be performed because the complainant was not willing to allow the instrument logs to be downloaded. The information available indicates that a user replaced the reagent in bottle 6 with ethanol at a concentration less than 100% with the station properties for bottle 6 (ethanol) subsequently updated by a user to indicate that the ethanol in this bottle was of the default concentration of 100%; and the ethanol concentration in bottle 6 was 80% when measured using a hydrometer, with that calculated by the instrument software being 98%. This information indicates that a user failed to complete manual replacement of the reagent in bottle 6 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred during manual replacement of the reagent in bottle 6 (ethanol). Additionally, the quality of processing of patient tissue samples from the affected processing run would have further been further adversely impacted by a use error in which the patient tissue samples from the affected processing run were "...re-processed by running them through the clean cycle..." Section 3.2 of the leica peloris/peloris ll user manual entitled "cleaning protocols", which contains the following specific warning: "do not use cleaning protocols for reprocessing as the dry step will damage the tissue."